Event description:
During routine equipment checks, the intubrite screen will randomly scroll from video to black screen saying "no file" back to video and will sometimes just freeze like a picture and then continue scrolling back and forth from video to a black screen saying "no file."